Manufacturer narrative:
(Maninternal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip UDI#: (B)(4). Note: unable to make reach customer after several follow up attempts. On (B)(6) 2017 wife answered and requested that we remove their number and stop calling.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on, a blood test was performed non-fasting by the customer and produced test results of 168mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/14/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.